Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tubing of a one link catheter extension set burst. This occurred during a contrast injection on an angio patient in preparation for a CT scan. There was no patient injury or adverse event in association with this report. No additional information is available.